Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug (20 mg/ml at 5.202 mg/day) via an implantable pump. It was reported that the patient went in for a catheter revision due to a CT scan showing a kinked catheter. Upon trying to aspirate once the kink was relieved, the physician aspirated ¿pus.¿ he tied the catheter at spine and removed the pump and remaining catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. Outcome: the issue was not resolved. The hcp has no further information for medtronic. The patient was alive.

Manufacturer narrative:
Continuation of d10: product ID 8703w lot# serial# (B)(6) implanted: (B)(6) 1997: product type catheter product ID 8578 serial# (B)(6) implanted: (B)(6) 2019: product type catheter product ID 8596 lot# serial# (B)(6) implanted: (B)(6) 2006: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(6), ubd: 11-nov-1998, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(6), ubd: 04-oct-2020, UDI#: (B)(6); product ID: 8596, serial/lot #: (B)(6), ubd: 27-jul-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a healthcare provider (hcp) via a company representative (rep) stated that the cause of the ¿pus¿ was unknown. It was unknown if action/intervention was implanted for the ¿pus.¿ the physician discarded the pump and the portion of the catheter even thou they were told to hold on it. They were not sure if the kinked was resolved.